Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture. Beginning with dissection of the pocket to access the lead, the fracture site was identified, and the lead was cut. A spectranetics lld ez lead locking device (lld ez), along with suture, was inserted into the lead to provide traction. Next, with a spectranetics 16f glidelight laser sheath, steady progress was made; however, resistance was encountered at the superior vena cava (svc)/ra junction. Then, while applying traction, the patient's blood pressure dropped, but stabilized. Shortly after, a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, and thoracotomy. A perforation in the svc/ra junction was unable to be repaired, and the patient did not survive the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4) device serial number - not available from facility. H3) the device was discarded, thus no investigation could be completed. H6) great vessel, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.